Event description:
It was reported the customer was hospitalized. The customer stated the hospitalization was caused by the insulin pump. Customer stated their insulin pump would not rewind. The customer also reported there was a closed circle on their insulin pump's screen. The customer declined to troubleshoot for their insulin pump. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the